Event description:
It was reported that the devices were used during an unk procedure. The clips were not forming properly, some were scissored and "j shaped" clips. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.